Event description:
It was reported that during a laparoscopic nephrectomy procedure, the seal ripped all the way around the seal as the surgeon was putting a hand through. The second ripped while the surgeon was removing a hand from the device. A third device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Iris seal. The analysis results of device (a) found that it was received disassembled and with the iris torn. The tear initiated below to the upper inner ring and propagated 360 degrees to the upper ring. It could not be determined what may have caused the finding. The analysis results of device (b) found that it was received with the iris torn. The tear initiated below to the upper inner ring and spiraled toward the lower ring. It could not be determined what may have caused the finding. The batch record was reviewed and no anomalies were noted during the manufacturing process.